Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not available for inspection. Root cause:due to the lack of information it is not possible to establish a definitive root cause.

Event description:
Revision l5/s1 plf at about 1 year 4 months after the primary for unknown reason. No further information is currently available. This event is associated to MDR (B)(4).